Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that directly following the implant of a trial lead the patient developed new pain. The lead was explanted and the new pain subsided. Per the physician assessment, the new pain was due to epidural scar tissue. A magnetic resonance imaging (MRI) exam was performed and bleeding was excluded. No device malfunction is suspected. The patient is doing well post operatively.